Event description:
It was reported that the user experienced recurrent low blood glucose episodes most mornings while using the ilet, including an event with a nadir below 40 mg/dl lasting about 1.5 hours; the user reported pausing insulin around evening exercise, not announcing low-carbohydrate meals, and ingesting glucose tablets and sugary foods to treat lows, which may have led to rebound hyperglycemia and subsequent lows. Symptoms included sweating and altered behavior as observed by a family member. Outcomes included at-home recovery without professional medical intervention or hospitalization. Investigation included troubleshooting and education focused on hypoglycemia prevention, treatment, and contributing behaviors. Investigation of this case revealed that the clinical pattern was consistent with patient overtreatment of hypoglycemia and non-announcement of meals contributing to glycemic variability, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors including overtreatment of hypoglycemia and meal management practices.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.